Event description:
The caller states that his wife was using the walker when the bottom portion collapsed where it folds up. He states nothing actually broke off or bent but it folded up like when you close it. He stated he did have to call 911 to get help getting her off of the floor but no injury other than a bruise on her neck.